Manufacturer narrative:
A review of the mfg documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records for the ipg found them to be satisfactory.

Event description:
A report was received that a pt had a pocket revision due to pocket erosion and ipg protrusion. The physician relocated the pocket next to the original pocket site. The pt is reportedly doing well following the procedure.